Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty five minutes into treatment with a polyflux 14l, the patient experienced chest tightness, nausea and a drop in blood pressure. The patient was treated with dexamethasone (10mg ) and the extracorporeal blood was returned to the patient. It was reported that the patients symptoms improved. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.